Event description:
Event verbatim [preferred term] I have burns from it, two burn marks [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer via product quality complaint. A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number t81953, expiration date nov2020, red box) from (B)(6) 2018 at unknown frequency for back pain. Medical history included diabetes mellitus from an unknown date and unknown if ongoing and blood pressure abnormal from an unknown date and unknown if ongoing. Concomitant medication included insulin (insulin) and metoprolol (metoprolol). Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On approximately (B)(6) 2018, the patient stated that she had an adverse reaction to one of the wraps, she had been using them for years but for some reason whatever she had an adverse reaction. She stated she used the heatwraps for approximately 4 hours and experienced burns from it, two burn marks. She did not consult a healthcare professional as a result of the burns. The patient stated she didn't have the actual box, she had the packet that was in the box. She threw it away. The patient assessed her skin tone as olive. She denied having sensitive skin and denied having any abnormal skin conditions. The patient did not sleep while using the product and did not engage in exercise while using the product. She stated she was not wearing several layers of clothing over the product while in use. The patient checked her skin under the heatwrap during use and had read the usage instructions for thermacare prior to using. She was not wearing a belt and did not provide any additional pressure during use. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. Therapeutic measures taken included neosporin and tylenol. The outcome of the event was resolved on an unspecified date in 2018. Additional information has been requested and will be provided as it becomes available. Follow-up (11dec2018): new information received from a contactable consumer includes: patient details, concomitant medications, past product history, suspect product indication, suspect product start date, action taken with suspect product, therapeutic measures taken and event outcome. This case has been assessed as a serious, reportable medical device report. Company clinical evaluation comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] I have burns from it, two burn marks [thermal burn]. Case narrative:this is a spontaneous report from a contactable consumer via product quality complaint. A 57-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number t81953, expiration date nov2020, red box) from 07nov2018 at unknown frequency for back pain. Medical history included diabetes mellitus from an unknown date and unknown if ongoing and blood pressure abnormal from an unknown date and unknown if ongoing. Concomitant medication included insulin (insulin) and metoprolol twice a day for blood pressure. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On approximately 08nov2018, the patient stated that she had an adverse reaction to one of the wraps, she had been using them for years but for some reason whatever she had an adverse reaction. She stated she used the heatwraps for approximately 4 hours and experienced burns from it, two burn marks. She did not consult a healthcare professional as a result of the burns. The patient stated she didn't have the actual box, she had the packet that was in the box. She threw it away. The patient assessed her skin tone as olive. She denied having sensitive skin and denied having any abnormal skin conditions. The patient did not sleep while using the product and did not engage in exercise while using the product. She stated she was not wearing several layers of clothing over the product while in use. The patient checked her skin under the heatwrap during use and had read the usage instructions for thermacare prior to using. She was not wearing a belt and did not provide any additional pressure during use. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on 07nov2018. Therapeutic measures taken included neosporin and tylenol. The outcome of the event was resolved on an unspecified date in 2018. According to the product quality complaint group: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (11dec2018): new information received from a contactable consumer includes: patient details, concomitant medications, past product history, suspect product indication, suspect product start date, action taken with suspect product, therapeutic measures taken and event outcome. This case has been assessed as a serious, reportable medical device report. Follow-up (19feb2019): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.